Manufacturer narrative:
Findings: insulin pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify black screen due to blank display. No vibration anomaly noted. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had an audio anomaly and blank display. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was 211 mg/dl at the time of the incident. The customer reported that the type of fluid/moisture exposure to the insulin pump was water from a pool. The customer reported that the insulin pump's display went immediately went blank after moisture exposure. There was also a constant tone occurring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.